Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. It was also reported that the display did not returned after insertion of the new battery. The customer also reported that the battery compartment was neither damaged nor corroded and insulin pump was not exposed to moisture. The insulin pump will be returned for analysis.